Event description:
It was reported that the user received an ¿unable to proceed¿ alert when attempting a meal announcement while insulin delivery was paused, and the user subsequently resumed insulin and was able to announce the meal without issue, which aligns with a use-of-device problem and no specific device component identified. Symptoms included no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and that the event was related to use of the device rather than a device malfunction, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.